Event description:
It was reported that during a follow up low sensing and high threshold were observed on the ventricular lead. The patient will be scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.